Event description:
Same case as MFR # 2134265-2010-04805. It was reported that during a percutaneous coronary intervention procedure, a tip detachment occurred and post procedure the patient died. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified circumflex artery (cx). A kinetix plus guidewire was advanced to the lesion and then a non bsc balloon was advanced over the wire for predilation. While trying to remove the balloon catheter after inflation, the physician experienced difficulty withdrawing the balloon catheter past a "certain part" of the wire. The guidewire and balloon catheter were removed together as a system and after they were removed from the patient they were able to be separated. Once outside the patient a break occurred on the guidewire where the seven inch nitinol sleeve is soldered to the core wire. A second kinetix plus guidewire was advanced to the lesion along with a buddy wire. After an unspecified stent was successfully deployed, the physician removed the buddy wire and kinetix guidewire, and it was noted that six or seven inches of the kinetix guidewire tip remained inside of the vessel. The physician was able to successfully snare the remaining guidewire tip; however, it was noted that the patient experienced st elevations during snaring that were resolved once the detached tip was removed from the patient. The procedure was completed at this time with no additional patient complications reported. It was further reported that "a couple" of days later the patient passed away due to unknown causes. The physician does not associate the patient death to the wire breakage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the kinetix plus guidewire was received with no original packaging or other accessory devices. The distal end of the guidewire was returned fractured 7.25in proximally from the distal tip. The high torque sleeve (hts), distal end of the device including the tip and coil/core/ribbon solder joint (ccr) were returned intact. A bend/kink in the core wire was found approximately 6.25in from the tip. The proximal end of the device was not returned for analysis. Scanning electron microscope (sem) analysis revealed that the nitinol core wire showed evidence that the fracture occurred by bending. The wire was bent in the area where the fracture occurred. An elongated dimple structure was present on the fracture surface which is representative of ductile overload caused by bending. Cracks or fractures were present perpendicular to the major fracture surface which often occurs by bending. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR # 2134265-2010-04805. It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred and post procedure the patient died. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified circumflex artery (cx). A kinetix plus guidewire was advanced to the lesion and then a non bsc balloon was advanced over the wire for predilation. While trying to remove the balloon catheter after inflation, the physician experienced difficulty withdrawing the balloon catheter past a "certain part" of the wire. The guidewire and balloon catheter were removed together as a system and after they were removed from the patient they were able to be separated. Once outside the patient a break occurred on the guidewire where the seven inch nitinol sleeve is soldered to the core wire. A second kinetix plus guidewire was advanced to the lesion along with a buddy wire. After an unspecified stent was successfully deployed, the physician removed the buddy wire and kinetix guidewire and it was noted that six or seven inches of the kinetix guidewire tip remained inside of the vessel. The physician was able to successfully snare the remaining guidewire tip; however, it was noted that the patient experienced st elevations during snaring that were resolved once the detached tip was removed from the patient. The procedure was completed at this time with no additional patient complications reported. It was further reported that "a couple" of days later the patient passed away due to unknown causes. The physician does not associate the patient death to the wire breakage.